Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. A complaint extract was done regarding revision due to bone fracture: 2 complaints, this one included, have been recorded on exception standard stem left size 4, reference ps125y04, from (b)(6 2017 to (B)(6) 2020. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that 3 years post implant surgery, patient underwent a revision surgery due to bone fracture. The revision surgery involved osteosynthesis by screwed plate. No additional patient consequences were reported.

Event description:
It was reported that 3 years post implant surgery, patient underwent a revision surgery due to bone fracture. The revision surgery involved osteosynthesis by screwed plate. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d1, d4, e1, e2, e3, h10.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that 3 years post implant surgery, patient underwent a revision surgery due to bone fracture. The revision surgery involved osteosynthesis by screwed plate. No additional patient consequences were reported.